Event description:
It was reported that, "the doctor put screw in plate and locked down. He took an x-ray and had to realign the plate. When removing the plate, the spring bar popped loose. "

Manufacturer narrative:
Complaint history analysis, mfg record review, risk assessment, visual inspection. Results: there have been 17 total complaints related to locking ring failures for the aviator plate product line. There has been no indication of mfg discrepancies in past instances and that is the case here as well. During the inspection of the plate, it was confirmed that one of the spring-bar arms is deformed. The blockers and plate surface also displayed signs of mechanical wear. There were no adverse consequences reported and the kit contains 18 two level plates including a back-up of the plate implicated here. Conclusion: the deformation is most likely the result of user-error. The surgical technique states, "....if the rescue driver is not properly seated while attempting to back out the screw, the spring bar may deform..." That is in all likelihood what occurred in this event.